Event description:
Pt rec'd from or with infusion via pump: nitroglycerin drip infusing at 75cc/hr. Pt's blood pressure 220/120. Changed nitroglycerin to another pump. Pt's blood pressure came down. Machine reading 75 ml/hr, with 203 ml left to be infused. Suspect no infusion from first pump. Infusion on "side 2" of infusion pump (1st pump). Usual sounds did not occur when infusion pump was turned on for the 1st pump.